Event description:
While moving the consumer from the bed to the wheelchair, one of the caster wheels allegedly "buckled upward", causing the patient to fall and land on their friend and injure their shoulder.